Event description:
When the catheter was connected to the cable, there was no temperature reading display on the generator. The catheter was removed, and a new catheter was inserted. The second catheter worked fine with a temperature reading. The procedure was completed without further issues. No injury to the patient.